Event description:
One pt with discrepant glucose results. Initial result gave 979 mg/dl; repeat gave same result. A second (fingerstick) sample was obtained from the pt and tested by another method which resulted at 100 mg/dl. A third sample was obtained and tested by initial method gave 100 mg/dl. No adverse events reported in association with the results. If additional information is received, appropriate notification will be provided.